Event description:
Litigation alleges that the patient suffers from large amounts of toxic amounts of cobalt chromium metal ions and particles to be released into the patients blood, tissue, and bone surrounding the implant. It is also alleged that the patient suffers from pain, discomfort, inflammation, limited mobility, and weakness.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf has no allegation and no revision reported. The stem was added to the impacted product due to a large amount of toxic cobalt chromium metal ions. Updated patient harm and associated contact and added law firm in the facility name.

Manufacturer narrative:
(B)(4).

Event description:
Ppf has no allegation and no revision reported. The stem was added to the impacted product due to a large amount of toxic cobalt chromium metal ions. Updated patient harm and associated contact and added law firm in the facility name.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Reason for original complaint. Litigation alleges that the patient suffers from large amounts of toxic amounts of cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone surrounding the implant. It is also alleged that the patient suffers from pain, discomfort, inflammation, limited mobility, and weakness. (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.